Event description:
Physician reported the pump was explanted and returned for analysis after an implant duration of approx 13.8 mos. It was reported that since the infusion system was implanted, the pt has had good effect from the intrathecal baclofen, until a recent MRI exposure in 2006. After refilling and reprogramming the pump, the pt was reported as having no therapeutic effect. The pump reservoir was accessed and it was determined that the pump reservoir was empty. The pump was refilled, and then 2 days later, the reservoir was re-accessed. The expected reservoir volume (erv) was 17.0ml, but the actual reservoir volume (arv) aspirated was 12.0ml. The physician suspected a leakage from the pump and the pump was subsequently replaced. It was reported that the pt suffered from pain, lower breathing capacity and extensive spasticity. However, post surgical replacement of the pump, the pt status improved, "when we got a device that worked the pt status was to a great extent improved." The pt was receiving 2000mcg/ml of intrathecal baclofen for spasticity treatment, and the pt's past medical history included c4-c5 tetraplegia asia a.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete as of the day of this report. A f/u report will be sent when the analysis results become available.